Event description:
The patient's mother contacted animas alleging elevated blood glucose (bg) readings ranging from the 300mg/dl range to "high" (bg > 600 mg/dl) beginning on (B)(6). The reporter informed animas customer support that the patient was admitted into the hospital on the early morning of (B)(6) 2011 with a diagnosis of dka. The patient's mother reported that the patient was placed on an insulin drip and discharged the following day. At the time of troubleshooting, the pump history was reviewed. It was noted that the pump alarmed a low battery on (B)(6). The pump's battery was replaced on (B)(6) after a replace battery alarm appeared. A low cartridge warning appeared on (B)(6). During review of prime history, it was noted that the pump was primed twice on (B)(6) with a site and set change at 11:17pm and 7:08am. The pump was also primed at home on (B)(6) with site/set change. Bolus history was also reviewed. Customer support noted that the bolus history coincided accurately with the total daily dose records. During review of pump history, the patient's mother reported that bolus doses were given via the pump from (B)(6); however, boluses were not accounted for in the bolus or tdd history. At the time of the call, the patient's mother confirmed some redness to the patient's skin sites, but denied any discomfort or tenderness. The reporter also denied any issues with insets. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump bolus history showed no boluses programmed on (B)(6) 2011 and (B)(6) 2011; the history from (B)(6) 2011 and (B)(6) 2011 was not available due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. A test bolus was programmed which the pump accurately delivered and recorded the bolus in the bolus history.